Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom does not auto-restart after downstream occlusion was confirmed and reproduced. It was caused by a failed downstream sensor. However, when the values for the sensor are out of specification and an infusion is occurring and goes into an occlusion, the unit will not restart as designed. As a result, the downstream sensor was replaced.

Event description:
It was reported that a pump was not auto-restarting after a downstream occlusion. There was patient involvement.